Event description:
It was reported that a home patient died while connected to the homechoice cycler. Official cause of death was unknown. The patient was hospitalized prior to death for an unreported reason. An autopsy was not performed. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was requested for further evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 1995. Device evaluation: a device history review and service history review were performed with no issues found that would have caused or contributed to the reported event. A review of the device's logs revealed no failures, malfunctions or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the reported death. During evaluation, the device failed returned instrument test/evaluation (rite) testing; however the issue was not considered to be a contributing factor to the patient's death.